Event description:
During a remote follow-up, inappropriate high voltage therapy was delivered by the device due to an incorrect interpretation of the signal due to device programming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.